Event description:
It was reported by the customer "the dialysis catheter guide got stuck in the puncture needle. The intern could neither push nor pull it out. It got stuck in the bevel of the needle. As a result, the guide and dilator were removed and the procedure had to be performed again." 1/9/2023 - found during evaluation, the guidewire was broken which allowed the outer coil wire to become unraveled.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck within an introducer needle was confirmed. The products returned for evaluation were one 0.038 in. J-tip guidewire in a plastic hoop and one 18 g introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). Narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. Damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of refs3152 showed no other similar product complaint(s) from this lot number.